Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with an infection. The system was explanted. The patient's condition post procedure was stable and would continue to be monitored.